Manufacturer narrative:
Additional information: the atherectomy was completed before the problem occurred. All device and wire was removed from the patient and a manual pressure hold was performed to achieve closure of the femoral artery to complete the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a silverhawk atherectomy device with an 0.014 non-medtronic guidewire during treatment of a calcified lesion in the patient¿s proximal superficial femoral artery (sfa). Slight vessel tortuosity and moderate calcification are reported. Lesion exhibited 95% stenosis. The device was inspected without issue. IFU was followed and the device was prepped without issue. It is reported that the non-medtronic guidewire wrapped around the distal nosecone of the catheter upon attempting to remove the catheter. The physician had to pull the wire, atherectomy catheter, and sheath out at one time. It caused the .014 non-medtronic wire to break off on the distal end. The distal tip detached from the silverhawk catheter. The distal tip was torn off. The cutter was inside the housing during removal from patient. A snare was used to remove the detached piece and guidewire. The physician pulled the remaining .014 wire out of the body. No vessel damage noted. No patient injury reported.